Event description:
I am filing a complaint against dexcom for non-disclosed failures of their g6 cgm system when used with a smartphone vs lower number of failure with a g6 receiver. What occurred is the dexcom g6 sensor/transmitter failed while using a smartphone, this is first use we received the g6 yesterday. Dexcom is aware of the problem but does not disclose in their marketing that the receiver is much more stable and the smartphone will fail with other bluetooth devices like the libre sensor, bluetooth headphones, bluetooth anything. A search of their website and any documentation I recall does not mention anything about this device problem. The dexcom g6 was installed adjacent to what she was using, a libre freestyle cgm, to compare readings as she transitions to a different cgm and see if the dexcom even worked. Advanced diabetes supplies sold me this unit and told me a receiver isn't required if you have a smartphone. I asked if there was any advantage to the receiver than none was mentioned. The unit worked for a while, then my daughter's blood sugar went to 69 on the dexcom cgm which compared with the libre freestyle and a contour test strip readings. I was getting ready to take her to the hospital, then the unit died it stopped returning data. My daughter's contact at dexcom she knows told her remove one of the sensors, she removed the libre sensor, the dexcom unit seemed to reset itself and started giving readings a couple of hours later. Dexcom told us the unit failed because of bluetooth interference, they claim their unit is more stable with their own receiver but would require me to purchase that, but that is not disclosed prior to purchase, its disclosed after a member's health is put at risk due to failed connection between the dexcom g6 and a smartphone. I requested that dexcom include in their market material for dexcom g6 system that the unit can fail with a smartphone due to blue tooth interference and include that comment in my file, the support person at dexcom at 888-738-3646 would not make any entry, if you search dexcom's website there are 0 results for "bluetooth interference". This failure can lead to injury or death of the customer, dexcom should disclose the problem of using dexcom with a smartphone. FDA safety report ID# (B)(4).